Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she was hospitalized for hyperglycemia while using the aviva system. Customer stated that on (B)(6) 2017 at 9:16am she received a blood glucose result of 143 mg/dl and took 1 unit of humalog based on this result. After this result, the customer stated that she did not take insulin for 4 days due to lower than normal readings. On (B)(6) 2017 at 9:00pm the customer took her normal 35 units of lantus before bed. At 10:00pm the customer vomited and felt nauseous. The customer did not do anything to self-treat. Customer stated that she did not know the cause of vomiting and nausea and went to bed. On (B)(6) 2017 at 8:10am the customer received a blood glucose result of 43 mg/dl. The customer vomited immediately after receiving this result. The customer thought that she had low blood glucose due to this result, so she drank orange juice to self-treat and went back to sleep. At an unknown time, the customer woke up and asked a friend to transport her to the hospital. The customer arrived at the hospital at 2:00pm and was unresponsive. At 2:00pm the hospital received a blood glucose result of 954 mg/dl. The customer was unresponsive for 2 days and was diagnosed with diabetic ketoacidosis. The hospital treated the customer with an IV of humalog and lantus. The customer was discharged on (B)(6) 2017 and her blood glucose was 139 mg/dl. The patient was hospitalized from (B)(6) 2017. Return of the suspect device was requested for evaluation.